Event description:
Patient reported, "simple cysts and intracapsular rupture. And lymph node in the axillary region with silicone impregnation. And probably related to the "gel bleeding" phenomenon¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued: a.4:. Weight: 76.7 kg. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.